Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows:it was reported that the hand reamer, from the syn-ream 11 loan set, was being inserted/used and the t-handle part of the instrument broke off while the instrument was in the patients body. The instrument was able to be removed from the patient. No delay of surgery time. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The case was completed by using the next sized hand reamer, and then moved onto the power reamers starting with a 8.5 up to a 12, then used the ria instrumentation to complete the procedure.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one hand-reamer f/medull-canal ø7. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.